Event description:
The account alleged that a pt was coding on an affinity bed and when they were transferring the pt to a cart, two casters fell off of the bed.

Manufacturer narrative:
The account only released a limited amount of information, and no one at the facility has responded back to hill-rom's messages. Hill-rom is attempting to investigate.